Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump experienced a blank display. It was stated that they changed the battery and received a blank a display. The display returned, counted to seven and the display went blank again. The blood glucose reading was 150 mg/dl. There were no significant events prior to the blank display. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump after battery installation unit started the count and stop at number 7 followed by blank display and a constant audio alarm due to cold solder joints at mother board. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.